Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device connector failed to clamp shut onto the device on reattaching to the device's connector after insertion of the device into the patient. The clamp had previously worked when flushing the catheter prior to insertion. The operator of the device at the time of incident was the healthcare professional. There was patient involvement.